Event description:
It was reported that immediately after implanting a new device, noise was seen on the right ventricular channel with movement of the device. One week later, the physician re-opened the pocket to examine the lead. Noise was also seen through the system analyzer. The lead was explanted and replaced. No further noise was observed. The patient condition was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.